Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient continued to have difficulties finding a doctor. It was noted they were moving in two weeks and needed a refill by november. It was noted the one place they found did not have openings until after november. It was reported they were unable to find the first physician listing that was sent. It was also reported 'my pump has turned sideways and looks like a tuna can. The first two weeks after implant I didn't notice it that much. But suddenly, I moved and hit it and my husband said he could see it. It turns sideways. My other pump you didn't know I had it. When I touch it, it stings.¿ it was noted the patient saw the physician assistant (pa), who said they'd have to likely do a revision, but the doctor came in and asked me to wear a belt to make it stick but it was ¿getting looser sort of¿. The doctor said the first one was encapsulated so she had to cut around it and since the patient had multiple sclerosis (ms) and didn¿t walk, the doctor mentioned it could be muscle tone. The patient inquired if the arizona hcp would be able to do a revision. The patient was redirected to the hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for intractable spasticity. It was reported that sometime in july the patient's pump turned and was sideways in the stomach and was sticking out. It was further reported that the patient had been trying to see their healthcare provider (hcp) who put the pump in and they went to see an alternate hcp that stated it looked like the pump needed to be repositioned. Patient services (ps) reviewed mdt role and redirected back to hcp. It was further reported the patient is disabled and can't move or use their hands.